Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer was receiving high alerts on their insulin pump. The customer's blood glucose was 350 mg/dl. The customer had treated their blood glucose with the insulin pump. The customer also reported a hospitalization event for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 566 mg/dl. The customer reported they were vomiting prior to the hospitalization. The customer also stated the cause of the hospitalization was due to diabetes ketoacidosis. Customer stated they were treated with an IV of fluids and potassium for their blood glucose. Troubleshooting found the customer's insulin pump was functioning as designed. Customer was advised to change out their supplies. No additional information provided.